Event description:
The customer reported that the device gives "error" msg when battery inserted, then triple chirp, tried new battery, same result. There was no negative patient impact.

Manufacturer narrative:
(B)(4). It has been determined the device is out of warranty and should be removed from service.